Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd878223) with no issues noted during the manufacturing process. The root cause was determined to be user error-poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is report 4 of 5 associated with this event.

Event description:
During a call to baxter's technical service center for an unrelated alarm, it was noted that the patient was in the hospital. Upon follow-up on (B)(6) 2010, a nurse reported that on (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag 6 exchanges daily (doses and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd) for kidney failure. On an unreported date in 2010, the patient experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6) 2010, the patient began treatment with ancef for a total of three weeks. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient was considered recovered from the peritonitis. The nurse reported that the patient did not stop exchanges with dianeal therapy. The nurse believed the peritonitis was unrelated to dianeal therapy. The nurse reported that the patient probably forgot to put a mask on when connecting or disconnecting with exchanges. No further information is available.